Event description:
It was reported that during a procedure, the device wouldn¿t come back out of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the catheter was returned and it was observed that the balloon had not been expanded. The sheath and stent used were not returned. The result of the investigation is inconclusive for the reported retraction problem. The patency was tested using an in-house 0.035¿ guidewire but it could not be passed through the device due to a blockage (solidified blood). The root cause for the reported retraction problem could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Potential adverse events: ¿ inability to introduce/withdraw endovascular system introduction of the endovascular system and placement of the covered stent: 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: d4 (expiry date: 03/2023), g3 h11: h6 (method, result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a procedure, the device wouldn¿t come back out of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the catheter was returned and it was observed that the balloon had not been expanded. The sheath and stent used were not returned. The result of the investigation is inconclusive for the reported retraction problem. The patency was tested using an in-house 0.035¿ guidewire but it could not be passed through the device due to a blockage (solidified blood). The root cause for the reported retraction problem could not be determined based upon the available information received from the field communications and device evaluation. Labeling review: the instruction for use for the lifestream product was reviewed and contains the following information relevant to the reported event: warnings: ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Potential adverse events: ¿ inability to introduce/withdraw endovascular system introduction of the endovascular system and placement of the covered stent: 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: d4 (expiry date: 03/2023), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023). .

Event description:
It was reported that during a procedure, the device wouldn¿t come back out of a sheath. There was no reported patient injury.